Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when performing the synchronized cardioversion functional check on the defibrillator, the delay between the peak of the qrs and the delivered shock was about 66 ms. Which is beyond the specification. There was no pt involvement.